Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 160 mg/dl. Tandem technical support assisted the customer with completing a supply change, which resolved the issue.